Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two, model 3186 leads. This report is related to the lead located at t7-t8.it was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention to have their lead replaced. Patient has effective therapy post op.